Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with continuous glucose readings over 400 mg/dl, received alerts to change the infusion set, and resumed insulin delivery after troubleshooting and supply change without replacing the infusion set; subsequent capillary glucose measured 447 mg/dl, and later sensor glucose decreased to 247 mg/dl and remained steady. Symptoms included hyperglycemia. Outcomes included continued pump use with corrective insulin delivery and improvement of glucose toward range. Investigation included user education and troubleshooting of infusion and delivery, follow-up glucose checks, and monitoring of trend arrows and correction response. Investigation of this case revealed no confirmed device or component malfunction, with hyperglycemia resolving after resumption of insulin delivery and continued corrections, consistent with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.